Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid,') in an adult female patient who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included renal stone and obesity. Concomitant products included ibuprofen (motrin) and naproxen sodium (aleve). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("chronic: pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal discharge, vaginal infection, headache and weight increased outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. She had received treatment for following events" menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge". Left tube 2 coils right tube. 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: follow up 3 and 4 processed together. Medical record received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Lot number newly added. On 27-feb-2020: follow up 3 and 4 processed together. Plaintiff fact sheet received. Case became incident. Reporter information updated. Patient demographic information updated. Product information details updated. Events: reproductive system disorder or condition type of disorder or condition: pid, plaintiff did not undergo confirmation test. Were new added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid,') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included renal stone. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) and naproxen sodium (aleve). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("chronic: pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraine / headaches"). In 2005, the patient experienced urinary tract infection ("uti (urinary tract infection)"). In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, d&c). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal discharge, vaginal infection, headache, weight increased and migraine outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. She had received treatment for following events" menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), bladder infection ,uti (urinary tract infection), vaginal infection ,vaginal discharge". Left tube 2 coils right tube. 3 coils. Current weight 261 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Lot number: 12264144, manufacturing date: 2004-09, expiration date: 2005-10. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received. New events abnormal bleeding (vaginal), migraine was added. Onset date of event was updated. Fu 8 and 9 processed together. On 17-aug-2020: no new information was added.fu 8 and 9 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid,') in an adult female patient who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included renal stone and obesity. Concomitant products included ibuprofen (motrin) and naproxen sodium (aleve). On (B)(6)m 2004, the patient had essure (ess205) inserted. In november 2004, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("chronic: pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and headache ("headaches") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal discharge, vaginal infection, headache and weight increased outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. She had received treatment for following events" menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), bladder infection ,uti (urinary tract infection), vaginal infection ,vaginal discharge". Left tube 2 coils right tube. 3 coils lot number: 12264144 manufacturing date: 2004-09 expiration date: 2005-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.